Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint by the customer that the device does not turn as the motor was jammed was confirmed. It was further found that the motor was corroded and does not start. There was a short circuit in the motor cable. The resistance value of the keypad of the handcontrol set were out of specifications. Also the device was shutting the pump off. Fluid ingress into the system and contact with the motor has caused the corrosion of the motor. The corroded motor has a tendency to stick and not turn and would have resulted in the reported issue. Also the internal short circuit in the device would have caused the device to not function as intended and would have resulted in the device shutting off the pump during use. However, given the information provided we cannot discern a definitive root cause for the defective keypad and short circuit in the cable. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.